Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient's ipg was flipping out on a 45 degree angle and when the patient puts her arm down, the ipg moves further down. The patient experiences discomfort from the ipg moving around at the pocket site. The pocket site was relocated and the patient is reportedly doing well after the procedure.